Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.a lot history review (lhr) of huxh0785 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported rupture of the catheter near the cuff. The catheter did not broke in two parts, it allegedly looked like that there was a hole on it. Patient had reported pain during infusion and edema.